Event description:
A patient reported higher blood glucose results with a lifescan meter compared to a laboratory device (results and time difference were not specified). The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the clinical information received confirms that 5ml of floseal have been applied in the absence of bleeding, and excess product has not been irrigated, on the grounds of endometriosis laparoscopic surgery, and in the absence of an inadvertent bowel perforation, suggests that floseal may have contributed to the occurrence of the diffuse peritoneal irritation. Surgeon's documented retraining with special emphasis on not using floseal for prophylactic haemostatic purposes, or even for adhesion prevention, as well as the need to irrigate product excess, is recommended. (B)(4). A follow-up report will be submitted upon completion of the retraining.

Manufacturer narrative:
(B)(4). Multiple attempts were made by baxter to retrain the surgeon regarding appropriate product application and usage with no response received. It was identified that a baxter sales representative had previously discussed the importance of irrigating away excess product with the surgeon.

Event description:
The surgeon reported that he no longer uses floseal because in the past 18 months he has had 3-4 cases where after a robotic endometriosis within 24-48 hours post-op the patients got a peritonitis infection. No one died. All have recovered. He did not offer any patient information to the sales rep. Baxter initially deemed the case not reportable. Additional information received on 12-aug-2010: the reporter clarified that only two patients were involved. Patient initials (B)(6): five ml of floseal was applied during the surgery, which was performed in (B)(6) 2008. A laparoscopic applicator was used; however, it is unknown if the applicator was re-usable or disposable. The surgeon approximated floseal for two minutes after application. Floseal was not applied in the presence of bleeding, and excess floseal was not irrigated after hemostasis was achieved. A diagnostic laparoscopy was not performed. Laboratory findings included diffuse-peritoneal irritation, but no signs of bowel perforation. Therapy provided to the patient for peritonitis included a laparatomy, irrigation, and an ileostomy for prophylaxis (even though perforation was noted). Antibiotics were also given to the patient. The event involving patient initials vt is being assessed separately.